Event description:
It was reported that at the end of a procedure using the ambient super multivac 50 wand, it was noticed that some of the metal pieces from the distal tip of the wand were missing. As the wand was being removed from the pt, another piece detached from the tip. The surgeon was able to immediately remove this detached piece; however, he is unsure if the initial missing pieces remained in the pt. There were no delays and no pt complications reported as a result of this event.